Event description:
Reference number (B)(6). Event occurred in the united states. On 28-dec-2023, it was reported by the patient that seven infusion sets fell off during use events on 18-may-2024, 21-may-2024, 28-may-2024, 29-may-2024, 01-june-2024, 03-june-2024, and 10-june-2024. Infusion set was in use for about 2 days for all events. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).